Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and ER visit. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels, ketones of between 2.4 to 4.6 and vomit, while wearing the pod on the abdomen between 1 and 4 hours. The patient's blood glucose history is as follows: (B)(6). A correction bolus was given using the pod but the bg levels did not decrease. The pod was removed and the cannula was noted to be bent. At the hospital, the patient was placed on an intravenous therapy (IV) of fluids of saline solution and administered manual insulin injections.